Manufacturer narrative:
Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
Material#: 2203e. Batch number#: 23105217. It was reported by customer that vial adaptor leaking during use. Verbatim#: rcc received a complaint via email. . Cove ID (B)(4). 45579. Y008793. 23105217. Vial adaptor leaking during use.

Event description:
Additional information provided. Description: a map agent transferred a consumer to report a pqc for winrevair. The consumer reported she was preparing her dose of winrevair (dose unknown during the time of call as she was not home, frequency of every three weeks) on (B)(6) 2024 and the sterile solution leaked out all over the vial and table while attempting to inject the solution into the vial. The consumer stated a very small amount of solution did enter the vial, but the majority of the solution leaked out and dripped onto the vial and her table but did not come into contact with anyone's skin. The consumer stated she realized after the fact that the adaptor seems harder than normal to insert into the vial (she has prepared 7 prior doses without issue) and the adaptor did not seem to "snap" into place as it came out easily when she discarded the products. The consumer stated there was a slightly increased resistance when trying to inject the solution into the vial, but there was not any difficulty in removing any caps of the components in the kit, nor was there any obvious defects, damage or breakage to any components. The consumer reported the issue to cvs specialty pharmacy who told her not to take any of the medication since the solution leaked and referred her to call the mnsc to obtain replacement. The consumer stated she has not experienced any adverse issues or side effects relating to missing her dose on (B)(6) 2024. The consumer was unsure if the product was available for retrieval as she threw it away, but she would look when she got home to see if her trash had been removed from her property. The consumer stated she did not take any photos of the affected products/issue, did not know the lot/expiration date, and unable to provide any information regarding the cvs pharmacy contact for replacement. The consumer will call back to verify if the product is available for retrieval, lot/expiration, and pharmacy contact information if/when available. No other information. No additional ae/pqc. Date pqc observed: on (B)(6) 2024. (B)(4): inbound transfer of consumer from map agent to provide additional information regarding the winrevair ae/pqc in this case as follows: -the product was not available for retrieval as her trash service already came and removed the trash from her property. Answers to pqc intake questions per the patient: a) leaking occurred during preparation or administration? I) if yes, identify which item is impacted and provide a brief description of your experience adapter snaps onto vial then twist the sterile solution onto the adaptor and leaked out between the vial and the adaptor after twisting the sterile solution onto the adaptor. A little of the solution went into the vial, but most of it leaked out onto the vial and her table. C) difficult or unable to insert the vial adaptor into the vial? Yes, a little tighter and harder that usual compared to prior doses. Iii) was there any breakage or damage seen on the vial adaptor before use? No. F) difficult or unable inject sterile water into the vial? Yes, a little more resistance than usual. C) difficult or unable to insert the vial adaptor into the vial? Yes, a little tighter and harder that usual compared to prior doses.

Manufacturer narrative:
Additional information was provided. Description: a map agent transferred a consumer to report a pqc for winrevair. The consumer reported she was preparing her dose of winrevair (dose unknown during the time of call as she was not home, frequency of every three weeks) on (B)(6) 2024 and the sterile solution leaked out all over the vial and table while attempting to inject the solution into the vial. The consumer stated a very small amount of solution did enter the vial, but the majority of the solution leaked out and dripped onto the vial and her table but did not come into contact with anyone's skin. The consumer stated she realized after the fact that the adaptor seems harder than normal to insert into the vial (she has prepared 7 prior doses without issue) and the adaptor did not seem to "snap" into place as it came out easily when she discarded the products. The consumer stated there was a slightly increased resistance when trying to inject the solution into the vial, but there was not any difficulty in removing any caps of the components in the kit, nor was there any obvious defects, damage or breakage to any components. The consumer reported the issue to cvs specialty pharmacy who told her not to take any of the medication since the solution leaked and referred her to call the mnsc to obtain replacement. The consumer stated she has not experienced any adverse issues or side effects relating to missing her dose on (B)(6) 2024. The consumer was unsure if the product was available for retrieval as she threw it away, but she would look when she got home to see if her trash had been removed from her property. The consumer stated she did not take any photos of the affected products/issue, did not know the lot/expiration date, and unable to provide any information regarding the cvs pharmacy contact for replacement. The consumer will call back to verify if the product is available for retrieval, lot/expiration, and pharmacy contact information if/when available. No other information. No additional ae/pqc. Date pqc observed: on (B)(6) 2024. (B)(4): inbound transfer of consumer from map agent to provide additional information regarding the winrevair ae/pqc in this case as follows: -the product was not available for retrieval as her trash service already came and removed the trash from her property. Answers to pqc intake questions per the patient: a) leaking occurred during preparation or administration? I) if yes, identify which item is impacted and provide a brief description of your experience adapter snaps onto vial then twist the sterile solution onto the adaptor and leaked out between the vial and the adaptor after twisting the sterile solution onto the adaptor. A little of the solution went into the vial, but most of it leaked out onto the vial and her table. C) difficult or unable to insert the vial adaptor into the vial? Yes, a little tighter and harder that usual compared to prior doses. Iii) was there any breakage or damage seen on the vial adaptor before use? No. F) difficult or unable inject sterile water into the vial? Yes, a little more resistance than usual. C) difficult or unable to insert the vial adaptor into the vial? Yes, a little tighter and harder that usual compared to prior doses.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: (B)(4). Batch number#: 23105217. It was reported by customer that vial adaptor leaking during use. Verbatim#: rcc received a complaint via email. Email(s) attached. Cove ID complaint-complaint-(B)(4). Vial adaptor leaking during use.